Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that their insulin pump had a beep anomaly. It was stated that the pump did not alert when they got a suspend before low alarm. Troubleshooting did not resolve the anomaly. No harm requiring medical intervention was reported. The blood glucose at the time of the call was 6.1 mmol/l. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test and the displacement test. Device was programmed with a test gst transmitter and a glucose sensor simulator. Device communicated properly with the transmitter and glucose sensor simulator. The display showed the calibrate your sensor alarm properly after completion of the warm up. Device calibrated to the programmed test values properly and displayed correctly on the display graph. The device was monitored for a day while connected to the test transmitter and plug. Programmed the sensor low settings for 5.0 mmol/l and turned the alert on low, suspend on low, and resume basal alerts on. Device was monitored, the glucose sensor simulator blood glucose level was lowered, and the alert on low activated at 4.9 mmol/l, the suspend on low activated at 4.8 mmol/l, and the resume basal delivery functioned properly. No suspend on low alarm anomaly or absence of audio anomaly noted during testing. (B)(4).